Event description:
The customer stated she was hospitalized for high blood glucose levels and chest pain. Prior to the hospitalization. The customer stated she was having a problem priming the insulin pump. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.